Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: device is showing self test failed alarm with tf 431015. No patient involvement.